Event description:
It was reported that at a follow up appointment, low out of range pacing impedance and noisy signals were observed from this right ventricular (rv) lead. The physician elected to explant the rv lead and upgrade the patient to a subcutaneous implantable defibrillator (s-ICD) system to resolve the event. The patient was stable with no additional adverse consequences. The rv lead is not expected for return.